Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +23d), implanted (B)(6) 2024, dislocated postoperatively due to weak zonules. The lal+ was explanted from the eye on (B)(6) 2024.